Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine appointment, this right ventricular (rv) lead exhibited multiple episodes of over-sensed noise, gradual increasing pacing thresholds since (B)(6) 2020, gradual decreasing pacing impedance and inappropriate anti-tachycardia pacing (atp). The physician performed lead integrity testing, including isometrics. Noise was recreated with pocket manipulation, on the (rv) channel. A technical service (ts) consultant reviewed the available device data, and advise there is a possible lead defect (insulation issues) and doing a replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received that this (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). During the procedure the physician noted the lead was rubbing under the device, causing a isolation issue. The physician stated it was visible and touchable. A new lead was implanted. No additional adverse patient effects were reported, besides surgical intervention.